Event description:
Litigation papers allege persistent severe pain and discomfort in his hips, and thigh, which has increased over time; skin rashes and sensitivity; clicking and popping of hips; limited range of motion and substantially elevated levels of cobalt and chromium metal ions in his bloodstream. **update** (B)(4) 2013 - sales rep reported revision surgery due to pain, abnormal MRI, and elevated ion levels. Part/lot were identified. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013 (left hip). **update** (B)(4) 2013 - medical records were obtained. Medical records identified part/lot for the right hip. Medical records also noted interoperative finding of the left hip revision surgery noted minimal corrosion along the femoral neck. The stem and sleeve were added to the left hip.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2013-sales rep reported revision surgery on right hip due to unknown reason. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013(right hip).